Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of skin redness, dry skin, itches, papules turning white and pachyderma reactions are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: side effects: injection procedure reactions to juvéderm ultra plus® injectable gel has been observed as consisting mainly of short-term inflammatory symptoms such as swelling, induration, pain, bumps, redness, bruising and itching. Subjects mainly had mild to moderate injection-site responses. All injection site reactions completely resolved without medical intervention.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus in the chin and lower jaw. Four days later, the patient developed skin redness, dry skin, itches, and pachyderma reactions at the injection sites. The symptoms then diffused outward from injection sites up to lower eyelid and down to first transverse necking. Patient was treated the following day with loratidine, dexamethasone, calcium gluconate and had an external application of growth factors. Patient was also treated with degrading enzyme. Symptoms are on going and the papules have begun to turn white.